Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1731305, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has not been returned for evaluation. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon pulled through. The vcd was being used in conjunction with a 6f procedural sheath introducer for arterial closure following a diagnostic coronary procedure. The mynx vcd was prepped according to IFU instructions and was purged of air during prep. The balloon was fully inflated and did not appear to have lost pressure. Following successful temporary hemostasis, the sealant was shuttled down; when the tech went to withdraw the sheath from the tissue tract, the balloon pulled through and everything came out. The tech converted to 15 minutes of manual pressure and hemostasis was achieved. There were no further complications noted. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon pulled through. The vcd was being used in conjunction with a 6f procedural sheath introducer for arterial closure following a diagnostic coronary procedure. The mynx vcd was prepped according to the instructions for use (IFU) and was purged of air during prep. The balloon was fully inflated and did not appear to have lost pressure. Following successful temporary hemostasis, the sealant was shuttled down. When the tech went to withdraw the sheath from the tissue tract, the balloon pulled through and everything came out. The tech converted to 15 minutes of manual pressure and hemostasis was achieved. There were no further complications noted. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was on the catheter, the sealant was not returned and the advancer tube engaged proximal tamp lock as received. It was noted that the core wire was curved and the balloon¿s distal tip was severely inverted. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Visual inspection at high magnification found that there was present of dried contrast in saline inside the balloon of the returned device. Multiple attempts to inflate the balloon of the returned device with water were exhausted. The investigation results found that the device lumen was clogged which may have been attributed to the dried contrast in saline found inside the balloon of the returned device. A review of the manufacturing documentation associated with lot f1731305 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the mynxgrip vascular closure device (vcd) balloon pulled through was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to too much tension applied to the catheter during the procedure. The mynxgrip instructions for use (IFU), lbl9288_b, step 2: deploy sealant, instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.